Event description:
It was reported that the pump did not dispense liquid; several systems were tested. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump did not dispense liquid; several systems were tested¿ was confirmed. The delivery rate of the pump is swaying due to a worn out expulsor and valve. The valve, valve sealing and expulsor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.